Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a defective slide in the drawer. The field service engineer replaced slide to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system cubie drawer 4 left slide rail was sticking and not opening. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.